Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. As a result of evaluation of omsc on april 26, 2017, omsc confirmed that the coating on the outer surface of the jaw was worn and partially came off. The short circuit error did not occur when an operator output in seal mode with the grasping section closed. The manufacturing record was reviewed and found no irregularities. This type of coating damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the coating was partially peeled when the device was scraped by other hard instrument. This type of an error is most likely related to the operator's technique. Based on the past similar case, it was known that the short circuit error occurred due to activation with saline or blood attached on the probe tip and the jaw. The instruction manual of the device has already warned as follows; when tissue or coagulum build-up, on the grasping section or the probe tip, use a piece of moistened, soft gauze to clean the grasping section or probe tip. Do not attempt to scrape it with a sharp object such as a scalpel. Otherwise, the grasping section, ptfe pad or the probe tip may be scratched, which leads the probe tip to break and fall off into the body cavity during treatment.

Event description:
During a lower anterior resection, three devices were used. After an hour of use of the first device, probe damage error occurred. After thirty minutes of use of the second device, short circuit error occurred. The procedure was completed with the third device. There was no patient injury reported. On april 26, 2017, olympus medical systems corp. (Omsc) confirmed on the second device that the coating on the outer surface of the jaw partially came off. This is the report regarding the second device.